Event description:
The customer reported an error code 1004, a system failure/cycle power message for this device. No patient involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.